Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that prior to mapping and fixating, the helix was caught in the chordae and sprung when covering the helix with the protective sleeve. The rvlp was exchanged and the procedure completed with a different rvlp. The patient was stable following the procedure.